Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction due to the location of the reservoir, it had migrated outside the space of retzius. The device was not working properly. The patient experienced a hernia and had it repaired. The reservoir and one cylinder were explanted and replaced. There were no additional patient complications reported.